Event description:
My breast implants that I had in for 18 years have made me so sick the last 6 years. I have been tested and to many doctors and after 4 years was finally diagnosed with fibromyalgia. I had severe chronic pain, fatigue, brain fog and hair loss. After hearing stories of breast implant illness I decided to get mine out. I explanted last week and other than healing from surgery, so far I already feel better. Please recognize breast implants as harmful. I will never get the last 6 years of my life back and I have an 11 year old son. FDA safety report ID # (B)(4).